Event description:
The customer reported that the pump screen unexpectedly went blank and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Technical support identified the issue as a shutdown caused by a fuel gauge fluctuation and provided instructions for resetting the pump. They also informed the customer about a software update that resolves this issue and provided guidance on how to prevent it until the update is completed. The customer understood and acknowledged the information provided.